Event description:
It was reported that the patient experienced a delay with the wake button, the pump lost time, and the screen was damaged. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting, and technical support closed the case due to insufficient information.